Manufacturer narrative:
The customer reported artifact on pads ECG, and 3 and 12-lead ECG. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report wil be submitted upon completion of the investigation.

Event description:
The customer reported artifact on pads ECG, and 3 and 12-lead ECG.